Event description:
The customer reported that during an hcv assay, summit sample handler did not dispense negative control into well position d1 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.